Event description:
Additional information received from the manufacturer representative reported that the patient was implanted with a device from another manufacturer as well as with the sacral nerve stimulation (sns) device. They were trying to read the sns device, however were in the incorrect location. When they actually found the other scar and tried on the appropriate side there was no issue with connectivity. The loss of effect resolved with reprogramming and there was no known cause for it. The patient was currently receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0wsew, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that there was a loss of therapy about 1.5-2 weeks ago. The device was implanted in (B)(6) 2015 and they could no longer connect with the device. Impedances were taken at implant at implant and looked normal. The rep did not have actual numbers. The clinician programmer (cp) couldn't connect to the implantable neurostimulator (ins). There was no trauma or falls that could be related to the issue. The issue occurred in (B)(6) 2015. It was noted that they did not have another patient programmer (pp) or another clinician programmer (cp). It was noted that the ins was near the surface. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.